Event description:
Pt had a heart attack and got a cypher stent implanted. The next morning pt was nauseous, constipated and felt sick. Pt was already on plavix, aspirin and 'drug' for acid reflux disease. Pt died at home eight days later.